Event description:
It was reported that prior to a cardiac ablation procedure, the dilator could not be introduced into the sheath. Following a flush of the dilator and sheath, the dilator, which was not bent and had been wiped down with water prior to insertion, was still unable to be introduced. A new sheath was prepped, and no issue was encountered with the replacement. There was no patient involved.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath of lot number 0012494599 was returned and analyzed. Visual inspection of the handle area was performed. The tip of the sheath was intact with no anomaly. A kink on the side port tube was identified. The functional testing was performed. No anomaly was discovered. The native lab test dilator was not able to pass through the returned sheath. The borescope inspection of the sheath showed a restriction in the sheath inner diameter (ID) at a specific segment, blocking the dilator from advancing. Visual inspection indicated that the restricted segment is located 5 inches from the housing valve. The performance test with uson leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.0350 psig and in an acceptable range (should be between -0.3 and 0.3 psig). The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was -0.0027 psig and in an acceptable range (should be between -0.3 and 0.3 psig). In conclusion, the reported ¿dilator issues¿ were observed with the sheath and the sheath failed the return product inspection due to a kink observed on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.